Manufacturer narrative:
The used devices were returned to vygon on (B)(6) 2010. The initial reporter has also been contacted to obtain additional info, which will aid in the investigation. The returned product eval is ongoing. A follow up MDR will be submitted with results of the investigation.

Event description:
Three piccs broke at the hub. One of the piccs had already been in the pt for a long period of time (number of days were not provided). Another PICC broke shortly after insertion. The piccs were replaced with no harm to the pts.